Event description:
It was reported that six months post port implant, the catheter of the device was allegedly found to be damaged in the subcutaneous tunnel. The device was reported to be removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation and one medical image was provided for review. Functional, gross visual and microscopic visual evaluations were performed. An s-shaped partial break was noted approximately 3.1cm from the distal end of the cath-lock. However, the investigation is inconclusive for the reported catheter fracture issue, as the edges of the s-shaped partial break were observed to be sharp and smooth and the chest x-ray provided does not reveal any damage to the catheter. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that six months post port device implant, the catheter of the device was allegedly found to be damaged in the subcutaneous tunnel. The device was reported to be removed. There was no reported patient injury.